Event description:
It was reported that the right ventricular (rv) lead had some low impedance paces and occasional high output. An insulation breech is suspected. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: vedr01 lot# serial# (B)(4), implanted: 2007 (B)(6). (B)(4).